Event description:
It was reported the patient was unable to communicate with or charge his ipg. The patient last charged his ipg approximately 6 months ago. The sjm rep met with the patient and confirmed the issue. No add'l info is available at this time.

Manufacturer narrative:
Correction/removal reporting #: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.